Event description:
Caller reported blood glucose results of 375 mg/dl, 156 mg/dl, 131 mg/dl, 288 mg/dl, and 139 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.